Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Patient was under 2 years old. Reportedly, the patient used an alternate blood glucose test site. No additional event or patient information is available. Data was received for evaluation, the data log confirmed the report of an inaccuracy. Additionally, it was determined via data that calibrations were entered during periods of rapid rate of change. The probable cause was determined to be improper calibration during a rapid rise or fall. Labeling indicates: the dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.labeling indicates: alternative site bg values from your arms, palm of your hand, etc., may be different and less accurate than your fingerstick bg values. Using alternative for calibration might affect sensor performance, resulting in you missing a severe low or high glucose event.labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.